Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with aaa under an endovascular aneurysm repair on (B)(6) 2014. When the scrub tech was prepping the device, the hemostatic valve on the main body device was leaking heavily from the valve. There was difficulty getting the fluid to flush through the sheath and out the side port. Eventually the customer was able to put a lap around the end of the valve and forcing the fluid to flush the device. There was only minor leaking of the valve during the procedure. Exact blood loss is not known. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.